Event description:
During trouble shooting of a check patient line alarm which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) had the home patient (hp) check the line for kinks, clamps, and occlusions, pull up on lines at hc door, and close then reopen transfer set 3 times. Resume initial drain and alarm reoccurred. The tsr had the hp check patient line for fibrin and air. The hp stated that there was some large air bubbles in the patient line. The tsr advised the hp to end therapy and call nurse. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2012 regarding the patient line alarm with air in the line. The hp reported that the issue was resolved, but she did not know the cause of the alarm or the air. Per hp, there were no loose connections, disconnections or defects on the supplies. The hp stated that she had primed the line completely before connecting. The hp stated that she discussed the alarm with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The device had been discarded and the lot number was unknown, a batch review could not be performed. The complaint could not be confirmed due to lack of sample therefore the root cause was undetermined.